Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Revised a left triathlon total knee. The original surgery the patella was not resurfaced. The patient subsequently felt a pop weeks later. Surgeon confirmed the arthrotomy and retinaculum were torn so he repaired the tissue, resurfaced the patella and changed the tibial insert from a 3x11 to a 3x9 to relieve stress on the patella during flexion. No signs of infection or allegations against the implants.